Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2691 ohms. (B)(6) technical services (ts) reviewed troubleshooting options. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).